Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's primary investigator reported via phone call that the they experienced hyperglycemia. The customer¿s blood glucose level was 467 mg/dl. The customer's primary investigator also reported that customer experienced swelling at infusion site. The device will not be returned for analysis.